Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, an evaluation of this cardiac resynchronization therapy defibrillator (crt-d) was performed. Analysis showed that the device meets specifications and longevity. Laboratory analysis determined that the device is exhibiting normal battery depletion.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device had eleven months of battery remaining and then went to five months in a span of one month. Analysis showed that the device hardware was not detecting the loss of battery energy. The battery status indicators were not reflecting the depletion condition and was inaccurate. To date, the device remains in service. No adverse patient effects were reported. Additional information indicated that the device was surgically explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device had eleven months of battery remaining and then went to five months in a span of one month. Analysis showed that the device hardware was not detecting the loss of battery energy. The battery status indicators were not reflecting the depletion condition and was inaccurate. To date, the device remains in service. No adverse patient effects were reported.